Manufacturer narrative:
Void this report: this incident (mpo reference: (B)(4) is a duplicate of incident mpo reference: (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation/subluxation components not revised: product: product ID: lot#: procotyl l beaded and ha coated cup size 54mm: pha06264, 1731318; rim-lock a-class cross-linked polyethylene liners 15 deg 32mm ID group e: pha04660, 1857529; profemur tl stem size 5: prtl0025, 1867002; profemur® neck 8dg a/r short: pha01232, 1856496. (B)(4). Side:r primary asa: p2 - mild disease not incapacitating.